Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was observed to be depleting quickly. The customer reported the battery depleted from 100% to 0% within an hour. The customer¿s blood glucose was 280 (mg/dl). Although requested, the customer declined a follow up from cts. No additional information available.